Event description:
It was reported by the customer that the catheter was placed into the patient with good flash back. The physician tested the swg, and it appeared to be intact prior to insertion. The procedure continued, as the spring wire guide (swg) was threaded down into the vessel. Upon removal of the swg and needle, the swg became shredded. The clinician had to remove the catheter, swg and needle. The swg tip appeared to be on the catheter. The physician was suspicious of a foreign body. As a result, it was necessary to stick the patient a second time with a new ra-04020, and it was placed successfully into the patient. There were no reported patient complications.

Manufacturer narrative:
(B) (4). Follow--up report will be filed if additional information becomes available.